Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing abdominal discomfort with stimulation turned on. Reprogramming was unable to resolve the issue. X-rays were taken and the physician advised the patient to turn her stimulation off. The patient will follow-up with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient met with the physician and surgical intervention was scheduled. Additional information revealed the patient underwent surgical intervention on (B)(6) 2015. It was noted during the procedure, one of the lead contacts was inadvertently detached. As a result, the physician explanted and replaced the patient's lead. It was also reported the physician used a a bovie at the ipg site . Therefore, as a precaution, the physician electively explanted and replaced the patient's ipg for newer technology.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient's procedure on (B)(6) 2015, was extended 5 -10 minutes. In addition, the sjm representative met with the patient postoperative and the patient did not report any abdominal discomfort.